Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed to display a pads ECG waveform during a patient event. There was no report of patient harm.

Manufacturer narrative:
.